Event description:
There was an allegation of questionable tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application results for 1 patient sample on a cobas 8000 cobas c 502 module. The initial result was 9.60%. On (B)(6) 2025, the repeated result was 5.9%. The sample was repeated because the initial result did not match the patient's clinical history. The repeated result was believed to be correct.

Manufacturer narrative:
The reagent lot number is 80515001 with an expiration date of 31-mar-2026. The calibration and qc were acceptable. The field service representative decontaminated the system, replaced the vacuum diaphragms and rinse tubing, and performed verifications, checks, and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.